Manufacturer narrative:
Investigation of the data logs did not show any indication of malfunction of the device, hence the conclusion is that there was nothing wrong with the analyzer but the error possibly lies within the blood handling/sampling (pre-analytical error).

Event description:
Prior to the patient being put on a bypass machine, a sample was drawn and measured in the abl800 flex plus analyzer, s/n (B)(6) and the result for thb was 8.2 g/dl. After the patient was put on the bypass machine a new sample was measured on the same analyzer with result of 6.5 g/dl. Due to the drop in hemoglobin 2x units of blood was given to the patient. Another sample was drawn after the 2x units of blood was given to the patient; hemoglobin value was now 5.5g/dl. As the result was not consistent with the additional blood units being introduced, the customer took the same sample that was measured on s/n (B)(6) and measured it on another analyzer (s/n (B)(6)), located in their main lab which resulted in 9.6 g/dl for thb. At the end of the surgery, another sample was drawn and measured on (B)(6) which resulted in a thb reading of 9.8 g/dl. Based on the series of measurements, the two measurements of 6.5 g/dl and 5.5 g/dl are considered false low. According to the complaint a total of 4 units of blood was given during the entire procedure, but the incident did not result in serious injury.

Manufacturer narrative:
The customer has confirmed that they are using non heparin (anti coagulant) treated syringes, hence it is believed that the incident was caused by a clot that reduced the thb values.